Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic hepatectomy procedure, the tip of the ultrasonic surgical device broke off and fell inside the patient. The tip was successfully retrieved using forceps. The procedure was completed using a back-up device, and no further harm to the patient was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken approximately 15 mm from the tip. There were scratches around the broken part of the probe. It was found that a crack had developed from the fractured surface of the probe. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. During the seal and cut output, the probe came into contact with hard tissue, metal, or surgical equipment, causing a scratch. 2. The probe was subjected to the load of the seal and cut output or the gripping of tissue, causing a crack to form from the scratch. 3. The probe broke due to the application of load. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.